Event description:
Pt who was intially scheduled for removal of a left arm port and insertion of a new right mediport, and the pt underwent the right mediport insertion and removal of left port in 06. The catheter was found to markedly shortened and a portable chest xray revealed the catheter was in the heart. The pt was transferred to another facility for retrieval, which was done on 3/1/06. The pt tolerated the procedure well without complication. He was discharged on 3/1/06.